Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by manufacturer: the pcb 2cm device was not returned for analysis. The customer's 6fr sheath used during the procedure was received for analysis. A visual examination found the sheath to be split along the entire length.

Event description:
It was reported that the sheath was torn, and the guidewire came out. The target lesion was located in a vessel in the forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the lesion was expanded by inserting this device into a non-bsc sheath and size was increase by using a 7.00mm nse. However, when trying to simply pulling out the devices, the non-bsc guidewire was noted coming out of the side of the sheath under fluoroscopy. Subsequently, it was confirmed that the sheath was torn when it was completely removed with the balloon. Per physician's comment, it was probably the pcb that tore the sheath off. The procedure was completed with a different device. There were no patient complications reported.